Event description:
It was reported to philips that the system could not emit x-ray. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure that was to occur at the time of the event was cancelled. No harm or injury was reported to philips. A philips remote service engineer (rse) inspected the system remotely and found a "no tube focus available" error message. A philips field service engineer (fse) inspected the system on-site and confirmed the issue. Troubleshooting and assessment of the logfiles identified a 00by message, indicative of lost tube configuration. The fse reset the central unit + base extension (cube) of the generator and calibrated the tube. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.